Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt was in pre-op for a generator replacement due to end of service. However, when pre-op diagnostics were run on the pt's device, it registered that the device was not at end of service, and it registered high impedance within the system. It does not appear that either the surgeon or the pt were aware of the high impedance issue. The pt was taken into surgery, adn the generator was the first thing replaced, but the high impedance persisted, therefore, the lead was replaced, and diagnostics were within normal limits afterwards. Attempts for further info regarding the high impedance have been unsuccessful to date.